Event description:
It was reported the patient had not charged the ipg for a few months, resulting in the ipg currently being inoperable. Subsequently, the ipg was explanted and replaced.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.